Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), had a loose connector. The current status of the epg is unknown. There was no patient involvement. It was further reported that the epg was returned for service.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. Both output connectors were broken. Hanger was broken. Lower case was broken. Two plugs were damaged (tool marks). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.